Event description:
During a pci procedure, the zipwire hydrophilic guide wire became stuck in a 4 french catheter. The physician could't get the zipwire hydrophilic guide wire out so the entire system was removed. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'no harm'.